Event description:
Patient had this piece of equipment in the home since 11/04. On date of this event, the patient sat on bedside commode and the legs collapsed and patient fell to the floor. There was no immediate indication of any injury and none known to date of this report. The recommended maximum weight capacity of this device is 300 pounds. The patient was near this weight capacity at time of initial delivery of device to the home, but not over. The device was exchanged for a greater weight capacity device.